Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead had fractured and had exhibited a rise in impedance. The lead was also not capturing or sensing and the patient experienced shortness of breath. The lead was inactivated and the patient is to be sent for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.